Event description:
The manufacturer received information alleging that a ventilator had a circuit alarm occur. There was no harm or injury reported. During the evaluation the reported issue was not confirmed. The device was checked overall, cleaned, calibrated, and passed final testing.